Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported guide break was confirmed. The reported mechanical jam foot/difficult deploy the foot could not be confirmed due to device condition. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the reported difficulties appears to be related to challenging anatomical conditions. It is likely the needle deflection during plunger deployment due to interaction with calcified patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract contributed to mechanical jam (plunger deployment issue). Challenging anatomy, excess downward force, or aggressive downward or torsional pressure during removal of the device likely contributed to a guide break. The separated guide likely contributed to the foot functionality and subsequent device entrapment. Per the instructions for use do not apply excessive force to the lever when opening the foot and returning the foot to its original position down the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever or attempting to remove the device without closing the lever could cause breakage of the device and lead to vessel trauma which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Therefore, a notification letter is not required.the subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified and highly tortuous right common femoral artery with a prostyle device using a 6f sheath after a diagnostic procedure. Reportedly, there was resistance opening the foot/ lever. The physician proceeded with deployment, and removal was met with some resistance, as the foot was caught in subcutaneous tissue. Additionally, the guide broke, but was held together by the actuator wire. A nick and spread was performed. The foot was freed from the subcutaneous tissue, and the device was removed from the patient anatomy as a single unit without any injury to the patient. Upon removal, it was noted that the foot remained partially open. The physician believes the resistance felt upon opening the lever was the foot not fully deploying in step 1. A non-abbott device was ultimately used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.